Event description:
It was reported that the pt's left implant appears not to be working. The mother reports that he is upset and not responding well to sounds. As per info received on (B)(4) 2013, the clinic are planning to re-implant this pt.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.